Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29sep2020.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
H10: the field service engineer (fse) was dispatched to the customer site and determined that the unit did fail to meet specifications. During the device evaluation, the fse found the touch screen is not responsive. The fse tried calibration, cleaned the screen and received message stating bad touch. The fse advised customer to replace the touch screen. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 09/24/2020, 09/26/2022 and 09/29/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: e2 & e3: updated with reporter occupation. G1: updated with corrected manufacturer contact information. G2: updated report source.